Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that when the inner tyvek pouch was removed from the 2.25x28 mm xience xpedition chipboard box, the pouch was unsealed. The device was not used on the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was able to confirm that the product pouch had not been sealed during manufacturing. A review of the complaint handling database found no other similar incidents for unsealed package from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the most probable root cause is an unintentionally missed procedural step to ensure that the tyvek pouch on the unit was sealed. A complaint database historical record review was performed for unsealed device and no other relevant records were returned as to suggest a systemic issue. These devices will continue to be monitored.